Event description:
A male patient was enrolled in the e-select study. The patient's medical history includes obesity, previous CABG, family history of coronary artery disease, hypertension, hyperlipidaemia, current smoker, diabetes mellitus, myocardial infarction and peripheral vascular disease. The main indication for the intervention was stable angina pectoris. The lesion was in the distal right coronary artery conduit. It was type b2, native, de novo, bifurcated, ostial, irregular, adn readily accessible. The lesion had a reference vessel diameter of 2.5mm and a lesion length of 14mm. Pre-procedure, diameter stenosis was 98%. The lesion was pre-dilated with a 2 x 20 at 14 atms. A 2.50 x 33 cypher select plus stent was electively implanted at 11 atm with satisfactory results. Post-procedure diameter stenosis was 0. Approximately one year and 26 days post index procedure, the patient died, unknown if cardiac or non-cardiac death. The patient complained of pain in the left hemithorax without any EKG changes and died suddenly at home. The relationship to the cordis sirolimus-eluting stent was reported as unrelated and the relationship to the index procedure was reported as unrelated.

Manufacturer narrative:
This device (lot i0806184) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.